Event description:
It was reported that two (2) snap-on connectors were no longer attached to the cranial rod. The devices were initially implanted during a revision procedure on (B)(6), 2014. At the time, the patient had competitive hardware from l4 running cranial to an unknown level. During the revision procedure, the surgeon placed universal spine system variable axis iii screws (uss vas iii) at the s1 level and at the ilium. The surgeon then contoured 6.0 mm titanium rods and used matrix snap-on connector to connect the synthes 6.0mm rod to the competitive rod. All the hardware was connected and a final tightening was performed to successfully complete that revision procedure. On (B)(6), 2015, the surgeon indicated that the matrix snap-on connectors had come off the cranial competitive rod. Evidently, the patient began experiencing pain and a subsequent CT scan was performed in (B)(6) 2015. The surgeon advised that another revision procedure will likely take place to further revise the construct. This report is for two (2) unknown synthes snap-on connectors. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
DHR review ¿ part 04.633.405, lot # 7489038 (rm lot# 6680182 and 6821736) did not contained any ncr's or any anomalies. Total lot pcs received from supplier were (B)(4); all (B)(4) were accepted / conforming. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was returned to the operating room on (B)(6) 2015 for revision surgery to address the two loose matrix snap-on connectors previously noted. The surgeon found the snap-on connector on the left side was completely off the competitive rod, and the snap-on connector on the right side was loose. Surgeon removed the two matrix snap-on connectors, and the two synthes rods that ran caudal to the competitive rods. He also found the s1 right side universal spine system variable angle screw iii (uss vas iii) screw and the right iliac uss standard screw were loose and removed and replaced them with larger diameter screws. It was also noted that during the revision while placing the right s1 uss vas iii screw, the screwdriver and the hex in the screw both stripped. In order to advance the screw after it stripped, the surgeon attached a short rod to the stripped screw with a nut and collar, and used a countertorque sleeve and was able to place the screw into the proper height/ position. The nut, collar, and short rod were removed. New 6.0mm rods were contoured and connected to the competitive rods with extension connectors. The rods were connected to the screws at s1 and ilium. The surgery was successfully completed with a ten minute extension of surgical time due to the stripped screw and screwdriver. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Patient initials are (B)(6). The onset date of patient pain is unknown. This report is for two (2) unknown snap-on connectors. They are (likely) one of two part numbers with information as follows: part 04.633.404: ti snap-on open parallel connector 5.5mm/6.0mm w/2 scr; part 04.633.405: ti snap-on open parallel connector 6.0mm/6.0mm w/2 scr. Additional product codes for this report (based off of possible part numbers 04.633.404 and 04.633.405) include: mnh, mni, kwq, and kwp. The 510k number, based off of possible part numbers 04.633.404 and 04.633405, is k111358. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.